Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('bladder perforation') and intestinal perforation ('bowel perforation') in an adult female patient who had essure (ess205) (batch no. 508904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), pelvic pain ("pelvic pian") and abdominal pain ("abdominal pain"). Essure (ess205) treatment was not changed. At the time of the report, the bladder perforation, intestinal perforation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder perforation, intestinal perforation and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted date of insertion: 2006, (B)(6) 2007, (B)(6) 2007, (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2007: essure confirmation test :- yes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: medical record received. Lot number added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('bladder perforation') and intestinal perforation ('bowel perforation') in an adult female patient who had essure (ess205) (batch no. 508904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), pelvic pain ("pelvic pian") and abdominal pain ("abdominal pain"). Essure (ess205) treatment was not changed. At the time of the report, the bladder perforation, intestinal perforation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder perforation, intestinal perforation and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted date of insertion: 2006, (B)(6) 2007, (B)(6) 2007, (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2007: essure confirmation test :- yes.. Lot number: 508904 manufacture date: 2005-10 expiration date: 2007-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('bladder perforation') and intestinal perforation ('bowel perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), pelvic pain ("pelvic pian") and abdominal pain ("abdominal pain"). At the time of the report, the bladder perforation, intestinal perforation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder perforation, intestinal perforation and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted date of insertion: 2006, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received reporter information was added. Case becomes incident. Event injury nos replaced with new event added pelvic pain, abdominal pain, bowel perforation, bladder perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.